Manufacturer narrative:
Implant date: exact implant date unknown; however, it was notified that the aus was implanted in 2008. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence; therefore, it was removed and replaced as the physician considered the aus had reached end of life, which likely has decreased pressure in the pressure-regulating balloon. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence; therefore, it was removed and replaced as the physician considered the aus had reached end of life, which likely has decreased pressure in the pressure-regulating balloon. No patient complications were reported.